Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the heparin induced thrombocytopenia (hit) was positive. Heparin was switched to argatroban for anticoagulation. There was concern of existing thrombosis in multiple areas due to hit. Additionally, the patient was taken for a head computed tomography (CT) showing a new infarct. It was further reported that the patient was having atrial flutter for the last 12 hours. The device remained for support and the patient was successfully weaned.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of the thrombocytopenia could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the atrial flutter was not determined. As this clinical information was not provided, the true root cause of the infarct could not be determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.